Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse suspected the power supply to be the issue and needs to be replaced. The fse resolved the issue by replacing the power supply and then checked the unit with all functions and confirmed that the unit worked fine. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) would not power up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information - e1 (event site state - (B)(6), event site postal code - (B)(6)).

Event description:
N/a.